Event description:
A report was received on (B)(6) 2025 from the home therapy nurse (htn) of a 56-year-old male patient with a medical history including congestive heart failure, multiple myeloma, neoplasm/tumors and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 17 apr 2025 from the htn who stated cause of death is unknown, no further details were provided.

Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).